Manufacturer narrative:
¿Date of event¿ is estimated. Patient information cannot be provided due to personal data privacy legislation/policy.

Event description:
It was reported that the patient experienced ineffective therapy and the left-side drg lead located at l1 had high impedances. Reprogramming did not resolve the issue. Surgical intervention occurred on (B)(6) 2021 to explant and replace the lead to address the issue.

Manufacturer narrative:
The reported event of high impedance was confirmed. As received, visual inspection showed that the returned lead had a kink on the outer tubing and all the internal lead wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.